Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: due to an unknown cause, during a lumbar fusion procedure using the matrix system, the quick connect adaptor came off the ratchet t-handle. The threads on the end of the quick connect adaptor reportedly seemed to be stripped. The thread minor of the adaptor shaft sheared at the weld joint in the back of the ratcheting mechanism. At assembly, the instrument is torqued to 15nm in both directions to ensure that the master bond and weld joint does not fail. It is likely that more than 15nm was applied to the instrument. Based on the evaluation and the unknown cause, this complaint is confirmed but is not considered manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4)device was used for treatment, not diagnosis. (B)(4) manufactured the ratchet t-handle 6mm qc, p/n 03.632.090, and lot number 6940219 on purchase order 1382252 for (B)(4) pieces dated july 30, 2012. Initially, the part conformed to the certificate of compliance, dated july 26, 2012 and was inspected and conformed to the synthes incoming final inspection sheet #035663, revision ¿b¿. The parts were released to the warehouse on august 15, 2012. There were no material review reports, nonconformance reports or complaint related issues with this lot. The ratchet t-handle 6mm qc was made to the synthes drawing p/n 03.632.090, revision ¿a¿, released on february 26, 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a lumbar fusion procedure using the matrix system, the quick connect adaptor came off the ratchet t-handle. The threads on the end of the quick connect adaptor reportedly seemed to be stripped. There was no delay to the surgery, and the procedure was completed using a similar/like instrument. This is report 1 of 1 for (B)(4).